Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert triggered from the implantable cardioverter defibrillator (ICD) for "number of shocks delivered in an episode". It was questionable whether the shocks were due to atrial fibrillation (af) with rapid ventricular response versus ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.